Event description:
Endoleak required conversion. Pt had 45 degree angulated neck with calcium on left side of aorta. Device hooks and frame penetrated left side of aorta at the calcium site but did not penetrate through the right side.